Event description:
A caller reported that the indicated battery charge on their device dropped by 79% in a short period of time. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved, and the customer was advised to follow up if the problem recurred.